Event description:
The report received form the affiliate indicated that the procedure was embolization of a right internal carotid artery aneurysm, which was previously treated with gdc coils and neuroform stent 15 days prior to this index procedure. The physician inserted four orbit coild in the aneurysm. However, the fifth coil stretched without resistance, and protruded into the external carotid artery. There were two loops in the aneurysm and other part of the stretched coil remains in the external carotid artery, as the physician could not remove the stretched coil.